Event description:
New information received notes that during a subsequent follow-up, an alert for possible high voltage lead damage was noted. The device showed one measurement of low, out of range, hv lead impedance on the lead, with all subsequent measurements being normal and in range. There had been no further issues with the device or lead since that one instance and it was believed that the alert was false as a result of the lvad implant procedure. The device remains implanted.

Event description:
It was reported that during implant of a left ventricular assist device, the ICD delivered inappropriate high voltage therapy due to noise from cautery. The device had not been turned off prior to the procedure. After the procedure, the device exhibited an alert for possible output circuit damage. The device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.